Event description:
It was reported that the alarmed and displayed error code 100.1250 for option board unknown type. The tech recommended replacing the logic board. There was no patient involvement.

Manufacturer narrative:
Additional information: h6, h10. A review of the complaint history record was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 02aug2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error 100.1250. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support: remove the option board. Replace the option board. Replace the logic board. Return the module to the factory. Had biomed reseat the wireless abgn network card and error went away. Closing case. A review of the device history record showed the device had a manufacture date of 02aug2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the alarmed and displayed error code 100.1250 for option board unknown type. The tech recommended replacing the logic board. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. Technical support performed an evaluation and recommended replacing the logic board. Based on the findings, the allegation was confirmed. A follow up report will be submitted once the investigation results including device history review is completed.

Event description:
It was reported that the alarmed and displayed error code 100.1250 for option board unknown type. The tech recommended replacing the logic board. There was no patient involvement.